Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of blood results reading "hi." Customer states that she feels tired and expressed that she wanted to lay down. The customer states that she does not require medical attention. Customer's expected blood results are 83-324mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: 1: hi, (B)(6) 2015, 12:23:00 am, fasting: yes; 2: hi, (B)(6) 2015, 12:35:00 pm, fasting: yes; 3: hi, (B)(6) 2015, 10:23:00, pm, fasting: yes; 4: hi, (B)(6) 2015, 10:21:00 pm, fasting: yes; 5: hi, (B)(6) 2015, 10:17:00, pm, fasting:yes. Customer's concern: all the hi results are concerning the customer. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had incorrect code key investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi". Customer states that she feels tired and expressed that she wanted to lay down. The customer states that she does not require medical attention. Customer's expected blood results are 83-324mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened 07/11/2015. Customer performed back to back blood test, hi and hi fasting. Reviewed meter memory: 1:hi (B)(6) 2015 12:23:00 am fasting:yes. 2:hi (B)(6) 2015 12:35:00 pm fasting:yes. 3:hi (B)(6) 2015 10:23:00 pm fasting:yes. 4:hi (B)(6) 2015 10:21:00 pm fasting:yes. 5:hi (B)(6) 2015 10:17:00 pm fasting:yes. Customers concern:all the hi results are concerning the customer. No adverse event reported. S/n #(B)(4), model #truetrack. Investigation required